Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a patient was cooled due to a sepsis (41 degrees c body temperature). It was noticed during treatment that the flow through the pads was only on an average of 1.0 to 1.2 liters / minute despite the use of 4 or 5 pads (target: 2-2, 5 liters / minute). After exclusion of a defect on the arctic sun 5000, a second package of pads with the same lot number was open and loosely connected to the unit (not donned on the patient). Even with these pads a flow of 1.3 - 1.5 liters / minute could be achieved, which is still low flow. Only by using pads from a completely different packing unit, the required flow could be ensured.

Manufacturer narrative:
Received 1 set of 4 arcticgel pads with the original unit packaging. Per visual evaluation the pads were reviewed and noted evidence of being used, the pads were found that have the trim pattern was correct, and the energy connectors were found free of damages and presented a good connection. During functional testing the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes and the water immediately started flowing to the pads without any problems. Left chest pad: a total of 1.70 l/min m2 of flow rate was registered during the test. It was noted that this occured because the pad was crushed. Left thigh pad: a total of 2.54 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 0 l/min m2 of flow rate were registered during the test. It was noted that this occured because the pad was crushed. Right thigh pad: a total of 2.54 l/min m2 of flow rate were registered during the test. According the test method (B)(4) the flow rate is unacceptable on the left and right chest pads because it was noted that the pads were crushed, the other pads were found acceptable, the flow rate for this product must be above 2.4 l/min m2. The complaint was confirmed as for the reported event as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following " once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.